Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set up, it was observed that the long attachment device was running hot. There were no delays in the planned surgical procedure. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a bent nose tube and had heat readings above manufacturer's specification. Therefore, the reported condition was confirmed. It was also noted that the bearings and spacers showed corrosion which is consistent with creating heat from normal use. The assignable root cause was determined to be due to wear from normal use and servicing over time. The assignable root cause for the bent nose tube was consistent with allowing the attachment to come into contact with a hard surface which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.